Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. However, this type of failure has historically been attributed to a user technique issue. One hypothesis is that during the initial anchor insertion, the anchor could have been inserted off axis or inserted into too hard or dense bone. Any one of these improper techniques could have created a crack or weakened the anchor during initial insertion, leading to the failure of the device over time. Furthermore, no lot number was supplied by the complaint facility, which prevents a batch record review from being conducted and also precludes a lot specific search in the mitek complaints system for other similar complaints for this lot. Therefore, no other root-cause could be determined other than those cautioned against in the IFU. We believe this to be a user technique issue. No further action is warranted at this time.

Event description:
The rep is reporting that the surgeon performed a rotator cuff repair in 2006. At that time, he accomplished his repair of the rotator cuff by using a 5.0 spiralok anchor. Post-operatively, the patient continued to have a significant pain which alerted the surgeon to a possible problem with the repair. The patient underwent a revision rotator cuff repair where it was discovered that the previous repair had been compromised due to a failure of the spiralok anchor. The anchor had broken just below the suture eyelets of the anchor. The suture remained intact in the tissue with the head of the anchor floating in the joint. No additional articular damage was noted. The surgeon removed the broken anchor arthroscopically, then utilized a mini-open technique with four soft tissue anchors to complete the repair without further incident or harm to the patient.